Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels as low as 36 (mg/dl) for approximately 1 week. Reportedly, customer made adjustments to the pump settings on their own and reported that the adjustments seemed to have helped their bg levels. Customer also consumed carbohydrates to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.